Event description:
Event description guidant received information that this pacemaker was explanted due to the elective replacement indicator (eri) after being implanted for approximately three years. It was reported that nine months prior to the explant of this device, the battery was charged. However, the patient reported to the emergency room because of palpitations and he did not feel well. Interrogation revealed that the device had triggered the eri and was pacing in vvi mode. No adverse patient effects were observed. This device was also included in the population for a recent field advisory regarding failure mode 2. The pacemaker was replaced with a competitor's device.